Manufacturer narrative:
Additional information has been requested. Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Pharmacist at the hospital, reported that the nail broke and the pt underwent a revision surgery for replacing the nail by another nail (diameter 2mm).